Event description:
The clinic reported an in-patient, in stable condition, who received an uneventful dialysis treatment on 4/19/1999. On 4/20/99, the patient's hospital blood work was reported as being grossly hemolyzed. A drop in the patient's hematocrit was noted and the patient subsequently received a blood transfusion. The patient was hospitalized and listed in critical condition.